Event description:
It was reported that the patient would be having her vns explanted because "it did not work for her." Additional information was received from the physician indicating that the patient's device became infected following surgery and was not improving the patient's seizure control. The patient's vns was removed since it did not appear to help the patient's seizures. During removal of the patient's vns, it was noted that the electrodes had migrated off of the vagus nerve per the neurologist. Further follow-up with the physician's office found that no trauma or manipulation was believed to have occurred. The infection was present at the electrode site and is believed to be related to vns surgery. Cultures taken on (B)(6) 2012 indicated (B)(6). No vns diagnostics were available upon request; however, the site indicated the patient was last programmed in (B)(6) 2011. Attempts for the return of the explanted lead and generator were unsuccessful as per hospital policy, all explants are discarded. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received from the physician indicating that the patient was explanted because she was a non-responder to therapy and was informed of the infection and electrode migration by the surgeon. No trauma or manipulation was believed to have occurred. The patient was reportedly able to feel when the vns was stimulating. The physician indicated that vns diagnostics were normal close to the time of removal however specifics were not provided. Follow-up with the surgeon's office found that approximately six weeks after the vns implant on (B)(6) 2010, the patient's vns electrodes began to extrude at the neck site. Surgery was performed to correct this however infections occurred intermittently requiring treatment with antibiotics. After battling infections for some time and no efficacy observed, the decision to explant the vns was made. At the time of surgery, drainage was noted at the neck site and a "pointing abscess" had developed at the generator site.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Date of event, corrected data: additional information received indicates date of event is earlier than previously indicated.